Event description:
It was reported that during an implant procedure, after removing the stylet that came loaded in the lead, the healthcare professional (hcp) was unable to reinsert any of the other stylets into the lead. It was reported that the device had been used in the patient. It was reported that there was no patient injury and that the patient recovered fully. It was stated that the reason for removal was ¿breakage (lead/extension)¿. It was noted that the affected device was to be returned for analysis. Additional information received reported that the therapy was spinal cord stimulation (scs). It was reported that the patient was given a new lead during the implant surgery which was effective in delivering therapy. It was stated that the patient was not receiving effective therapy. It was stated that the lead was thrown away during the procedure.

Manufacturer narrative:
(B)(4).